Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced low blood glucose and the insulin pump malfunctioned. Customer reported that the act button was not responding appropriately when pressed and had to be pressed repeatedly in order to suspend pump due to low blood glucose. Customer¿s blood glucose was 29 mg/dl and treated with carbohydrate intake. Customer also mentioned that the numbers on the insulin pump ramped. Troubleshooting was performed and customer stated that the time did advance. Customer reported that the insulin pump was not exposed to moisture. Customer also mentioned of having low blood glucose on other occasions and was taken to the emergency room on (B)(6) 2020 with blood glucose of 23 mg/dl. Customer declined to troubleshoot for hypoglycemia and was advised to monitor insulin pump. Insulin pump is not expected to return for failure analysis.